Manufacturer narrative:
The reported loaner monitor and associated cables were returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned system but was unable to confirm the reported image issue. Both the monitor and cables were tested with verathon's test equipment. The tsr wiggled the connections, detached and reattached the test devices, manipulated the cables, and power-cycled the monitor with test devices connected. No image cutting out or other image issues were observed. The cables were also tested with a separate test monitor, blade and video baton, but still no image cutting out or other image issues were observed. The devices passed verathon's device functionality testing and were confirmed to be within specification. Following the reported incident, a verathon engineering representative visited the facility to further investigate the reported image issues with their glidescope systems. The verathon engineer was unable to replicate the reported image issues. Verathon remains in contact with the facility and continues to investigate the potential cause of the reported image issues. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a loaner glidescope core 15-inch monitor during a bedside bronchoscopy, the monitor display went black. They reported the issue occurred during an emergency care procedure and resulted in an unspecified delay in treatment. No use of a backup device or harm to the patient was reported.